Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant ventilator breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection revealed a hole was found in the inspiratory limb. The hole was about 45 cm from the patient end connector. Conclusion: we are unable to determine the cause of the event. However, it is most likely that the hold on the inspiratory limb was due to a puncture by a sharp object. All rt226 infant ventilator breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt226 also state the following: "do not stretch or milk the tubing". "Visually inspect breathing sets for damaged (e.g. A crushed tube or cracked connector) before use and replace if damaged. "Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt226 infant ventilator breathing circuit had a hole in the and failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt226 infant low flow breathing circuits was recently received at fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt226 infant low flow breathing circuit had a hole in the and failed the ventilator leak test before use. There was no patient involvement.